Manufacturer narrative:
There was no known reported patient involvement associated with the complained event. Date of event is unknown. Device is an instrument and is not implanted/explanted. A device history record (DHR) review was performed for part # 357.372, synthes lot # 7681190: supplier lot # 7681190, release to warehouse date: 08 may 2014, manufactured by synthes (B)(4): no non-conformance reports (ncrs) were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Service & repair evaluation: the customer reported the device was damaged when taken apart for cleaning. The repair technician reported the alignment indicator pin was broken. Damaged component is the reason for repair. The cause of the issue is unknown. The following parts were replaced: replacement alignment. The item was repaired per the inspection sheet, passed synthes final inspection and will be returned to the customer upon completion of the service and repair process. The evaluation was confirmed. The device was deemed serviceable and returned to the customer, no design or manufacturing issues were identified therefore it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that two (2) of the trochanteric femoral nail (tfn) helical blade insertion handles are damaged when taken apart for cleaning. There was no patient or procedure involvement. During manufacturer¿s investigation of the returned devices, it was identified that the alignment indicator pin of the device was broken. This condition was re-evaluated and determined to be reportable of (B)(6) 2018. This is report 2 of 2 for complaint (B)(4).